Manufacturer narrative:
On 19-jul-2023, the bwi product analysis lab received the device for evaluation. The photo analysis and product investigation were subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab received a photograph of a damaged hemostatic valve. During the procedure itself--while the vizigo sheath was inside the body--upon flushing the vizigo there was blood and fluid coming out of the hemostatic valve. Upon replacing the vizigo sheath the issue was resolved and the procedure continued. No patient consequences were reported. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was observed damaged, this issue could be related to the blood coming out reported by the customer; however, this cannot be conclusively determined. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device 00002213 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received a photograph of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab received a photograph of a damaged hemostatic valve. During the procedure itself--while the vizigo sheath was inside the body--upon flushing the vizigo there was blood and fluid coming out of the hemostatic valve. Upon replacing the vizigo sheath the issue was resolved and the procedure continued. No patient consequences were reported. Prior to the product's return, the medical team didn't notice any damage or dislodgment of the hub. There was no brim cap damage or detachment. No air entered the patient. A "very small amount" of blood return was observed. Hemostatic valve separation is MDR-reportable.